Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis coincident with dianeal pd1 and extraneal viaflex therapies. This is one of multiple reports from the same reporter. On (B)(6) 2008, the patient began treatment with dianeal pd1 and extraneal viaflex, (doses, frequencies not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced bacterial peritonitis, manifested by abdominal pain. On (B)(6) 2009, remedial treatment was started with one time only ip injections of ketocef 1gm and gentamycin 80mg. From (B)(6) 2009 through (B)(6) 2009, the patient was treated 2x/day ip with ketocef 375mg and gentamycin 20mg. On an unreported date, the patient recovered from the event of bacterial peritonitis with (B)(6). It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. The severity of the bacterial peritonitis was considered severe and the root cause of the bacterial peritonitis was break in aseptic technique. Hospitalization and action taken with dianeal and extraneal were not reported. The physician considered the event of bacterial peritonitis with (B)(6) unrelated to dianeal and extraneal: however, did not provide a statement of causality for break in aseptic technique.